Event description:
It was reported that an alert/notification settings issue occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the follow up MDR, "subsequent to the initial MDR, adverse event information was provided on 05/27/2025." H2 correction.

Event description:
Subsequent to the initial MDR, adverse event information was provided on 06/23/2025.

Event description:
Subsequent to the initial MDR, a correction is required. Data was provided for investigation. The allegation was undetermined via data. However, estimated glucose values not updating was found in connection to the reported allegation. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, adverse event information was provided on 05/27/2025. It was reported that an alert/notification settings issue occurred. On the morning of (B)(6) 2025, the patient experienced a headache, thirst, vomiting, and diarrhea. The patient drank cold water, and no medication was taken. During this time, her spouse did not receive any alerts from the g6 app. So, he checked her glucose using the cgm, which showed "high"; however, he did not check her glucose using a finger stick. Her husband drove her to the emergency room same morning. The nurse performed a finger stick test, which showed "high," but the cgm was not checked at that time. The nurse removed the sensor and omnipod 5 insulin pump, then administered saline solution and insulin (IV). However, the spouse did not know the dosage or frequency of the saline solution and insulin that were provided. The doctor diagnosed the patient with diabetic ketoacidosis (dka). The patient was admitted to a regular room. On (B)(6) 2025, the patient was discharged. At the time of the report, the patient was doing fine. Data was provided for evaluation. An alert/notification settings issue was undetermined. However, estimated glucose values not updating was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.